Event description:
After passing the wire thru the needle, it became stuck and was unable to be easily pushed/pulled. After some manipulation, the guide wire was removed. The md immediately noticed the end was frayed and a piece had come loose. The staff physician and senior resident were both present in the room at the time and were aware of the complication. X-rays were performed, and no retained fragments were identified.